Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product will not be returning to zoll.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.